Event description:
The customer sent the pump to a covidien service center as a back to stock unit. Upon triage, a service technician found the 115-h wire in the power cord is showing bare copper wire.

Manufacturer narrative:
Submit date: 11/04/2013. An investigation is currently underway. Upon completion, the results will be forwarded.